Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient's mother. The patient had an implanted pump system since (B)(6) of 2017. The week of the patient's implant the patient had to be put at "a sub therapeutic level due to bladder retention." The patient ended up in the emergency room with a catheter for a few days. It was noted, that the bladder retention was taken care of and the patient's mother was now looking for a healthcare provider (hcp) to manage the pump where the patient went to school.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information received from the patient's mother. The patient¿s bladder retention was due to the morphine dose and has resolved since. She had no further information regarding that event. The patient's mother stated that since the patient has been implanted, all they have had is difficulties. The caller would not go into all the difficulties they were having.

Event description:
Additional information received from manufacturer representative reported they had no further information. Device serial number and implant date were known. No further information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.